Event description:
Protime inr 2.3 vs reference lab venous draw inr 3.6 (B)(6) 2009. Protime ins 5.0 vs reference dr office lab 3.0. Therapeutic range: 2.5 to 3.5. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR investigation pending device return.